Event description:
It was reported that the atrial lead exhibited noise causing mode switch. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found that the lead was returned in two pieces. Insulation degradation was noted near the distal end of the connector boot, resulting in exposure to the outer coil. This could have caused the reported noise problem.